Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump's alarm sound was not annunciating, and the pump was not vibrating when alerts and alarms were declared. There was no reported adverse impact to the customer¿s blood glucose level. A replacement pump was sent to resolve the issue.